Manufacturer narrative:
Describe event or problem: the hospital reported that a pt had an unplanned extubation and pulled out his foley catheter while restrained with limb holders. The cuff was away from ties. The restraint is in 2 pieces. Deroyal: a picture of the reported product was reviewed. Inventory was evaluated with no mfg defects found. A root cause could not be determined.

Event description:
The hospital reported that a pt had an unplanned extubation and pulled out his foley catheter while restrained with limb holders. The cuff was away from ties. The restraint is in 2 pieces.